Event description:
It was reported that patient who underwent oss operation. Patient felt a pain around the patella tendon and went to see a doctor approximately 3 years post implantation. The diagnoses confirmed the screw which had connected the femoral component and the stem backed out. The patient was revised about 2 weeks post diagnosis to remove/replace the screw. Only the screw was replaced. The femoral implant remained intact.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products: 150446 oss cmntd prox tib stem 13x150, lot #: 343890; 178711 cps/oss 5cm tpr adapt w/oss sc lot #: 419210; 178554 cps short anchor plug 12mm lot #: 037950; 178538 cps centering sleeve 16mm lot #: 453160; 178526 cps transverse pin 6pk 28mm, lot #: 995740; 178512 cps nut co-cr-mo alloy, lot #: 484670; 178367 cps sm sht spdl w pins 800lbf, lot #: 638390; 150493 oss reinforced yoke, lot #: 741550; 150480 oss axle, lot #: 113170; 150478 oss poly lock pin, lot #: 562280.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, d2, g1, g3, g6, h1, h2, h3, h6, h10.   No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. The reported products were reviewed for compatibility with no issues noted. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: backing out of a screw at the distal femoral implant that extends to the region of the inferior patellar tendon. This complaint has been confirmed by the returned x-ray images showing a screw that has been backed out. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.